Event description:
The male luer connection under the 1 way stopcock gets cracks in front of the y connection; is porous and bursts away. Set is added to the patient for 72 hours and the three way stopcock connection will change after 24 hours. No patient information available.